Manufacturer narrative:
This supplemental report was submitted to provide the results of the investigation performed by the legal manufacturer. A review of the device history records (DHR) review showed there is no non-conformity associated with this device with respect to the described issue and the device was manufactured according to valid instructions and met all specifications. The device evaluation identified the image displays green in color due to a defective video cable unit. The root cause of the defective video cable cannot be conclusively determined. However, based on previous investigations, the potential cause can be attribute to the following: 1. Cable pins of odu connector are too small for shield cables. 2. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam. 3. Manufacturing jig not fully suitable for soldering process. 4. Soldering process at oste is not up to date. New guidelines for soldering process have been updated which improved soldering stability and manufacturability of good soldering joints. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The repair inspection confirmed the customer¿s reported issue, a colored image defect was identified as the image is green due to a defective video cable unit. The inspection also noted the gray protective cable is cut, the light guide fiber bundle at the distal end is damaged. The cause of the defective video cable attributing to the reported green image is unknown; however, the investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oekg) was informed via service request that the customer high definition endoeye ii, autoclavable video telescope was returned to the olympus repair center for a reported ¿green needs service¿. The customer reported problem was found at an unspecified event. Upon inspecting and testing, a colored image defect was identified as the image is green due to a defective video cable unit. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the colored image defect.